Manufacturer narrative:
¿ Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 23mm navitor transcatheter aortic valve was selected for implant on (B)(6) 2024. The patient was in sinus rhythm. The starting implant depth was measured at 0mm. The final implant depth at release was measured at 3-4mm. Upon final release it was noted that the device migrated above the annulus. There was tension on the guidewire during the final release and sufficient calcium to allow anchoring. A non-abbott valve was implanted valve in valve. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
An event of migration or expulsion of device (device migration) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the final implant depth at release was measured at 3-4mm. Upon final release it was noted that the device migrated above the annulus. There was tension on the guidewire during the final release and sufficient calcium to allow anchoring. A non-abbott valve was implanted valve in valve. Based on the information received, the cause for the reported device migration could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that a 23mm navitor transcatheter aortic valve was selected for implant on (B)(6) 2024. The patient was in sinus rhythm. The starting implant depth was measured at 0mm. The final implant depth at release was measured at 3-4mm. Upon final release it was noted that the device migrated above the annulus. There was tension on the guidewire during the final release and sufficient calcium to allow anchoring. A non-abbott valve was implanted valve in valve. The patient status was stable.